Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2019, the defibrillation system was implanted. No left ventricular lead was connected to the system. Following a remote monitoring alert of high right ventricular lead impedance, a follow-up was performed on (B)(6) 2019. During the follow-up, high right ventricular lead impedance was observed and the message '[a16] rv lead impedance > 3000 ohms: (B)(6) 2019, max 3 days. Defibrillation system potentially ineffective' was displayed. However, both the right ventricular and defibrillator coil lead impedances were normal. No anomaly was observed in the remote report. The left ventricular lead impedance was above 3000 ohms but no left ventricular lead was connected. In addition, the remote alarms for the left ventricular lead were deactivated, so no alert was expected. After checking that all the parameters were normal although the alert [a16] was still displayed, the session was closed and the alerts were reset. Upon re-interrogation, the alert was no longer displayed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, the defibrillation system was implanted. No left ventricular lead was connected to the system. Following a remote monitoring alert of high right ventricular lead impedance, a follow-up was performed on (B)(6) 2019. During the follow-up, high right ventricular lead impedance was observed and the message '[a16] rv lead impedance > 3000 ohms: (B)(6) 2019, max 3 days. Defibrillation system potentially ineffective' was displayed. However, both the right ventricular and defibrillator coil lead impedances were normal. No anomaly was observed in the remote report. The left ventricular lead impedance was above 3000 ohms but no left ventricular lead was connected. In addition, the remote alarms for the left ventricular lead were deactivated, so no alert was expected. After checking that all the parameters were normal although the alert [a16] was still displayed, the session was closed and the alerts were reset. Upon re-interrogation, the alert was no longer displayed.